Event description:
Medical technologies inc bledsoe walking boot sole failure. Pt was warned that the sole could fail by the prosthetics techs because several recently had. It failed within 5 hrs of light duty use. On examination, it was obvious that insufficient glue was applied and it was not clamped with sufficient pressure. Also the alignment tabs on the sole were grossly deficient and no qa had been done.